Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a vibrator anomaly from the insulin pump. The customer's blood glucose reading was 159 mg/dl. The customer stated that there is an absence of vibrate. The customer stated that the settings are correct. The customer stated that the alarm happened during normal use. The customer stated that there is no low battery status. The customer changed the battery and the anomaly still persisted. The customer stated that there was no vibration during self-test. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The insulin pump was received with no vibration during self-test due to broken vibrator motor black wire. However, the insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.